Manufacturer narrative:
The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, h6. Corrected fields: b5 (bird's nest filter). H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation and tilt. Investigation: the bird¿s nest® vena cava filters are intended for the prevention of recurrent pulmonary embolism via placement in the vena cava in the following situations: pulmonary thromboembolism when anticoagulants are contraindicated, failure of anticoagulant therapy in thromboembolic diseases, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced, prophylactically in patients with chronic, recurrent pulmonary embolism where anticoagulant therapy has failed or is contraindicated. A document review was initiated as a response to this event. A review of the device history record for non-conformances was not possible due to the lot number not being provided. A search for complaints on the same lot was not possible due to the lot number not being provided. The device is shipped with the instructions for use (IFU), which lists perforation as a potential adverse event. Additionally, the IFU states, ¿if filter migration occurs, transcatheter retrieval of the filter is not recommended.¿ it is concluded that these devices meet the performance requirements necessary to perform their intended use safely and effectively. While a true cause cannot be established, the conclusion of this investigation that the event is a known inherent risk of the device as the instructions for use states that filter fracture, and vena cava wall perforation are a known potential complication of vena cava filters. While the catalog and lot numbers are unknown, the device was described as a birds nest filter. No evidence to suggest that this device was not manufactured according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received a bird's nest ivc filter implant on (B)(6) 2006 via right common femoral vein due to deep vein thrombosis (dvt). Patient is alleging tilt, vena cava perforation, organ perforation (mesentery), migration, fracture and device is unable to be retrieved. The patient further alleges anxiety, mental anguish, swelling, stress, depression, worry and physical limitations. Per a CT (computed tomography) scan of the abdomen and dated (B)(6) 2017, ¿there are multiple metallic structures in the inferior vena cava. One inferior vena cava filter is inserted with the tip downward, and the tip lies against the wall of the inferior vena cava. The right and left sided struts of this inverted filter extend beyond the walls of the inferior vena cava. There is a second metallic structure situated below the inverted filter, only a portion of which is still visible, and its apex also lies adjacent to the wall of the inferior vena cava. Above the level of the renal veins there are additional metallic structures which may be portions of a filter which have migrated upward.¿

Manufacturer narrative:
Occupation: non healthcare professional. Investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.